Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was found to be having issues with the infusion being interrupted by an unknown error. The pumps kept alarming 'system error' interrupting the infusion of ibuprofen (programmed amount and delivery rate unknown) every 30 minutes so the infusion had to be restarted. The patient had just gotten out of the operating room. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported the pumps kept alarming 'system error' interrupting the infusion of profinal every 30 minutes so the infusion had to be restarted which were verified through a review of the event history log by a presence of system error 221 while the user attempted to run "acetaminophen intravenous" (profinal) in the log. The cause was identified to be a failed processor printed circuit board (pcb) which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.